Event description:
Info received indicates the bed unintentionally ran into a trendelenburg position. There were no injuries.

Manufacturer narrative:
The tech was unable to confirm some of the conditions reported, but did find a persistent logic error with the bed. Troubleshooting showed that the fault was related to the head drive assembly. The tech replaced the head drive assembly and tested the bed. No further all motor lockout or logic error could be found and the bed operated properly.